Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the annular rupture was caused by possible valve oversizing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 26 mm sapien 3 valve, an annular rupture occurred. The case was proceeded without a bav. The delivery system had a soft fill (less 1 cc). The valve was crossed and deployed well with good height and the coronaries were clear. The patient¿s blood pressure then dropped and no echo was immediately available. The patient went into cardiac arrest and CPR was performed for 3-4 mins and the patient was intubated. The pressures returned due to drugs given by anesthetist. A pericardialcentesis was performed and 250 ml of blood was removed. Heparin was also reversed. Echo was then able to be performed, which showed an anterior rupture next to rcc and a dissection from the rupture site back over the arch to the mid-thoracic descending aorta. The pericardial effusion decreased and blood was transfused. The patient¿s left ventricle and septal wall function were ¿compromised¿. The team opted against further intervention. The patient left the room with a functioning valve, intubated and stable. The patient was awake the morning after the procedure. Pressures were being kept low, but the prognosis was poor it was perceived that the annular rupture was caused by the oversized valve.